Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient who was in cardiac arrest, the device inappropriately shut down and failed to shock the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated the patient subsequently expired.